Manufacturer narrative:
Retained lot samples for syringe lot 61165 were tested for needle sharpness and lubrication quality. No abnormalities were found during testing.

Event description:
End user reports that while using pen needles item number 831361 lot 61165, multiple cannulas are dull and will not puncture skin.

Event description:
End user reports that while using pen needles item number 831361 lot 61165, multiple cannulas are dull and will not puncture skin.

Manufacturer narrative:
Initial trend analysis for lot 61165 was conducted, no malfunctions were found. This is the only complaint for lot 61165. Further investigation will be conducted to determine the root cause of complaint.